Event description:
In late 2008, the pt reported that over the weekend her insulin infusion set burst which resulted in a blood glucose reading of over 900 mg/dl. She stated she did not call at the time of the incident as it occurred on friday at 1 am. The pt stated she was currently on her lunch break, and did not have time to troubleshoot. Repeated further attempts to f/u with the pt about the event or about product info were unsuccessful. No product will be returned for eval.

Manufacturer narrative:
Unk